Manufacturer narrative:
The date of the reported event is unknown. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. Neither the device in question, applicable imaging films, or medical records was returned to the manufacturer for evaluation. The report is inconclusive as to the cause of the reported serious injury. If the device is returned in the future, product analysis may be performed. Nerve monitoring systems record electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. The patient interface and cable provide the means for carrying electromyographic activity from the patient's innervated muscles to the console, an interface for carrying stimulation signals from the console to the stimulating probes/electrodes, and an interface to the console from the incrementing probe. The patient interface has patient electrode jacks, patient electrode ground jacks, stimulus return jacks, stimulus output jacks (configured to accept monopolar or bipolar stimulating probes), and incrementing probe jacks. While nerve monitoring is quickly becoming standard practice for many procedures, it is a tool and is not used by all surgeons. Also, as indicated in the warnings and precautions section of nerve monitoring system user guide, it does not prevent the surgical severing of nerves. If monitoring is compromised, the surgical practitioner must rely on alternate methods, or surgical skills, experience, and anatomical knowledge to prevent damage to nerves.

Event description:
It was reported that during a scheduled procedure for scoliosis, the patient awoke from anesthesia with paralysis. The surgeon stated he was mainly basing his assumptions/conclusions from the responses generated by the nerve monitoring system based on the numeric value he received after performing several meps (motor evoked potential tests) and comparing them, while in fact any analysis regarding the mep results should be based on variation in amplitude of the response and not the numeric count, which is something he was not aware of. It was also reported the patient was ''re-operated later on and the neurologic deficiency was cured.''